Event description:
It was reported that high impedance reading was observed for the patient's generator with a m 1.5 software programming system. The physician had run the diagnostic test 3 times in on (B)(6) 2018 and all came back with a dcdc = 4 and a "red indicator". The patient saw another physician and high impedance was again observed. When device was checked with a older model software, high impedance was not seen. It was previously determined through in-house testing that, for model 102/102r generators programmed to output currents > 1ma, system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5.2.1 software would display a false high impedance. The cause of these false high impedance messages was a software error on m3000 v1.5.1.2 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. It was determined that m102/102r system diagnostics functioned as expected when the generator was programmed to 0 ma and provided a true impedance value. When the patient's generator was interrogated with a programming system not updated with the v1.5.2.1 software, the patient's lead impedance was within normal limits. Therefore, the high impedance originally observed was determined to be a false result.

Manufacturer narrative:
Model #, corrected data: initial reported inadvertently listed "3000-v1.5" instead of "model 3000".

Event description:
Additional programming data was received verifying that the high impedance was due to software version of the programmer. The generator and lead was tested with a different software version and the impedance was within normal limits.